Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review and keyword search for similar complaints was performed for aia-900, serial number (B)(4) and reagent (B)(4) from 26-feb-2017 through aware date 26-mar-2018. There were no other similar complaints identified during the searched period. Limitations of the procedure the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Clinical performance studies examination of the confidence intervals indicates that the stated normal cutoff for the reference method of 37.7 u/ml is contained within each interval obtained with aia-pack 27.29. This indicates that in healthy groups, the distribution of normals with the aia-pack 27.29 and the reference method are equivalent at the 99th order statistic and an upper cutoff of 37.7 u/ml is justified for aia-pack 27.29. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. The most probable cause of the reported event was due to fibrin or sst debris in the sample tube and no filter used.

Event description:
On (B)(6) 2018, a customer reported a new patient result was >h for ca27.29 on aia 900 instrument. The customer stated patient sample was drawn on (B)(6) 2018, same day run was completed. Customer also stated the samples were drawn in two tubes both using sst tubes. The customer states that they have had issues with sst tubes in the past and used a filter if the tube had any indication of fibrin by visual inspection prior to running. In this patient's case no filter was used. Customer stated that the patient result was not reported but the same was sent out to a reference lab for further analysis. The reference lab reported result as 18.1(ca27.29 cutoff is 37.7u/ml) the customer ran the second tube sample on (B)(6) 2018 as a rerun and result was 21.8; customer did not perform a rerun on the original sample from (B)(6) 2018. Technical support specialist (tss) instructed customer to perform a 10 replicates of precision test on level 1 qc to determine if any coefficient of variation (cv) issue exists. Customer followed up and informed tss, qc run completed within acceptable range and ca27.29 precision test was completed successfully, cv was within range at 2.62.